Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the package insert, stiffness is a known adverse effect of knee arthroplasty, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: item 42502606401 lot 64586775. Item 42540200029 lot 64775969. Item 42532007501 lot 64546387. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00081. 0002648920-2021-00077.

Event description:
It was reported the patient underwent an initial left total knee arthroplasty performed; subsequently three months after the procedure, the patient underwent a manipulation under anesthesia due to arthrofibrosis, stiffness, limited range of motion and scar tissue. The patient¿s range of motion was increased at the three month follow up. Attempts have been made and no additional information has been provided.